Event description:
It was reported that, on the evening post-implant, the patient had an inappropriate shock due to oversensing of noise from air entrapment. The smart pass feature had programmed itself off. The electrogram had a wandering baseline. The therapy was programmed off for now to wait for the noise to go away. There were no additional adverse patient effects. The system remains implanted.